Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure event observed during analysis. Final analysis found insulation abrasion at 43.2 cm to 43.5 cm from the connector pin. The abrasion is consistent with constant friction with another implantable device. Initial reporter: reliability laboratory technician. St. Jude medical (B)(4) reliability laboratory.